Manufacturer narrative:
The service engineer (se) replaced the inspiratory flow module (ifm) printed circuit board (pcb), performed extended self-testing on the device and all tests passed. Product analysis: an inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. During extended self-test (est) the ventilator failed the circuit pressure test. An investigation was performed and the product analysis technician reported that the root cause was isolated to the auto zero solenoid component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an inspiratory auto zero solenoid not operational message and failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.